Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal\migration') in an adult female patient who had essure (batch no. 624495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain, low back pain, asthma, hyperthyroidism and hypertension. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune and nos"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, autoimmune disorder, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract disorder, cystitis and vulvovaginal pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: date of implant: (B)(6)2008 (discrepancy noted) plaintiff received treatment for chronic pain, dysmenorrhea(cramping),pelvic pain abdominal pain ,back pain , migration:,,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices.. Imaging procedure - on (B)(6)2008: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: medical record received. Lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal\migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain, low back pain, asthma, hyperthyroidism and hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune and nos"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune disorder, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract disorder, cystitis and vulvovaginal pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: date of implant: (B)(6) 2008 (discrepancy noted). Plaintiff received treatment for chronic pain, dysmenorrhea(cramping), pelvic pain abdominal pain, back pain, migration: psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices. Imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal\migration') in an adult female patient who had essure (batch no. 624495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain, low back pain, asthma, hyperthyroidism and hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune and nos"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune disorder, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract disorder, cystitis and vulvovaginal pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: date of implant: (B)(6) 2008 (discrepancy noted). Plaintiff received treatment for chronic pain, dysmenorrhea(cramping),pelvic pain abdominal pain ,back pain , migration, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices.. Imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain, abdominal pain. Lot number:624495, manufacturing date:2007/05, expiration date:2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal\migration') and autoimmune disorder ('autoimmune and nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain, low back pain, asthma, hyperthyroidism and hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune disorder, abdominal pain, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, urinary tract disorder, cystitis and vulvovaginal pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: date of implant: (B)(6) 2008 (discrepancy noted) plaintiff received treatment for chronic pain, dysmennorhea(cramping),pelvic pain abdominal pain ,back pain , migration:,,psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices.. Imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event " vaginal pain" was added. Severity of event " pelvic pain" was updated as "severe". Medical history was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal\migration') and autoimmune disorder ('autoimmune and nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain and low back pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune disorder, abdominal pain, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, urinary tract disorder and cystitis had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: date of implant: (B)(6) 2008 (discrepancy noted) plaintiff received treatment for chronic pain, dysmennorhea(cramping),pelvic pain abdominal pain ,back pain , migration:,,psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices.. Imaging procedure - on (B)(6) 2008: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporters information updated . Event: dysmenorrhea(cramping),abdominal pain ,back pain, autoimmune, psych injury, urinary problem ,bladder infection ,uti, fatigue were added.lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal\migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain, low back pain, asthma, hyperthyroidism and hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune and nos"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, autoimmune disorder, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, urinary tract disorder, cystitis and vulvovaginal pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, embedded device, fatigue, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: date of implant: (B)(6) 2008 (discrepancy noted). Plaintiff received treatment for chronic pain, dysmennorhea(cramping),pelvic pain abdominal pain ,back pain , migration:,,psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 06-(B)(6) aug-2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices.. Imaging procedure - on 01-aug-2008: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jun-2020: pfs received. Updated outcome of event abdominal pain from unknown to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right side / migration of essure device location of device: right essure device;/ misplace/ embedded in the opposing cornua from the previously described one is a coiled piece of metal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, vaginal yeast, vaginal bleeding, vaginal pain and low back pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain / pelvic pain"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (successful closure). Successful closure without evidence of leaking around the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and mr received: reporter and patient demographics were added. Updated suspect drug indication. History drug and lab data added. Event injury nos replaced with malposition of essure device location of device: right side; migration of essure device location of device: right essure device;/ misplace and pain / pelvic pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.